Manufacturer narrative:
The device was returned, and an initial evaluation was conducted by olympus; however, investigation is ongoing. During the initial evaluation, the user¿s report was confirmed, foreign material was found exiting the cylinder. Additionally, the angulation was out of specification due to an elongated angle wire. The channel tube was damaged and caused the insertion section amount to fall out of specification. This channel tube damage also caused a leakage to occur. The knobs were found deformed and were contributing to the leakage. The connecting tube was damaged, and the color ring around the suction cylinder had peeled off. If additional information becomes available following the device evaluation, a supplemental report will be filed.

Event description:
An olympus field service engineer (fse) reported that the customer¿s colonovideoscope had foreign material coming out of the channel during procedure preparation. According to the initial reporter, the intended procedure was completed without any harm to the patient by using another device.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a definitive root cause could not be established. The suggested phenomenon was confirmed - however, the foreign material in the nozzle was unable to be further specified. Moreover, no deformation of the nozzle was observed, nor any obvious deviation of reprocessing. Therefore, the cause of remaining of the foreign material could not be presumed from the obtained information. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
This report is being submitted to correct the legal manufacturer¿s contact information and facility registration number. The facility registration number is 9610595.